Event description:
During the following period, the patient had an angiogram taht revealed a 90% proximal peri-stent stenosis in the distal left anterior descending (lad) coronary artery. This appears to have left untreated at this time. The patient returned approximately 246 days after the index procedure, with angina and had an angiogram that again demonstrated proximal peri-stent stenosis in the distal lad coronary artery as well as 50% in-stent-restenosis (isr) of the cypher stent in the ramus coronary artery. The report indicates that a lesion of unknown severity in the left main (lmca) coronary artery was treated with ptca. The treatments of the treatments of the distal rca and the ramus were not reported.